Manufacturer narrative:
Review of the packaging determined that no failure was found as the product is within specification(s). No further investigation or action is required after review.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that upon incoming product inspection the package was found with a crease in the sealing area. There are no adverse events as a result of this malfunction as there was no patient involvement.